Event description:
As reported, a 6f 0.70 3.5 xb (extra back-up) 100cm vista brite tip guiding catheter was fractured in two places when it was removed from its casing, making it impossible to use. There was no reported patient injury. This information was sourced from the anvisa website. The customer was not identified, and the submitter does not have any additional information. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 6f 0.70 3.5 xb (extra back-up) 100cm vista brite tip guiding catheter was fractured in two places when it was removed from its casing, making it impossible to use. There was no reported patient injury. This information was sourced from the anvisa website. The customer was not identified, and the submitter does not have any additional information. The device was not returned. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-separated¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.